Manufacturer narrative:
Sc-1160 sn:(B)(6). Device evaluation indicated that the ipg passed all tests performed. Sc-8336-50 sn:(B)(6). Device evaluation indicated that the device exhibited extensive damage after the explant. The lead was cut.one electrode was missing, and one electrode was dislodged from the paddle without breaking off from the cables. After the paddle neck, all cables were and exposed. Two cables were pulled and exposed about 10 centimeters from the tip of the paddle. The root cause of the complaint was not confirmed as the device also exhibited damages that were similar to the typical explant damage.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient developed nerve sensations on his skin at the abdominal area. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7026972, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient developed nerve sensations on his skin at the abdominal area. The patient underwent an explant procedure.